Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.